Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, it was noted that the proximal conductor of the lead became extrinsically distorted due to kinking/buckling and that the visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that at the time of implant it was noticed that the lead was broken near the pin. The lead was not used and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).